Manufacturer narrative:
This event occurred in (B)(6). (B)(4).

Event description:
The customer complained of discrepant results for approximately 40 patients tested for elecsys vitamin d total ii (vitamin d ii) on a cobas 8000 e 602 module. The customer stated the initial results were >100 ng/ml. After repeating the samples, the results were approximately 20 ng/ml. The customer changed to a new reagent pack with the same lot number and repeated the samples again and confirmed the lower results. The customer provided specific data for 20 patient samples. Of the data provided, the results for 15 patient samples were discrepant. The customer stated the initial results for 4 patient samples were reported outside of the laboratory. It is not known which patient samples were reported outside of the laboratory. Refer to attached data for the patient results. There was no allegation that an adverse event occurred. The e602 module serial number was (B)(4). No issues were identified during review of the customer's calibration and qc data.

Manufacturer narrative:
Roche diagnostics has issued an urgent medical device correction for this issue, entitled "elecsys® vitamin d total ii assay non-reproducible false high results." This correction has been reported to FDA. During the implementation of the elecsys vitamin d total ii assay on the modular analytics e 170 module, and cobas e 601 and 602 systems, there were reports of non-reproducible, false high results. These customer observations were made in comparisons of duplicate measurements during assay validation of elecsys vitamin d total ii assay or in method comparisons with elecsys vitamin d assay (i.e., during conversions), where the falsely elevated discrepant value did not fit the expected result. The observed elevated results reported with the elecsys vitamin d ii assay were not confirmed upon repeat testing of the affected samples. The observed findings: the first result is elevated, either above the upper end of the measuring range (>100 ng/ml or >250 nmol/ml), or within the measuring range; repeated results are significantly lower. Rare cases have been reported on the cobas e 411 analyzer and the cobas e 801 module. Roche is conducting investigations into the reported issue and has determined that the elecsys® vitamin d total ii assay is strongly affected by pre-analytical errors. The investigations have reproduced these findings when requirements for pre-analytical sample handling have not been met for plasma samples. Further investigations into the reported issue are ongoing. As a result, the pre-analytical sample quality and compliance to the tube manufacturer¿s specifications is very important to assure a high quality sample in order to minimize the risk of occurrence. Investigations are ongoing to determine the root cause of this issue.

Manufacturer narrative:
Based on the information provided, the investigation was unable to find a definitive root cause.